Event description:
It was reported to philips that the device displayed a red 'x" in the ready for use indicator after failing the pads/paddles ECG test and leads ECG test during an operational check. There was no reported patient involvement.